Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged. There were no clear signs of biological material on the device. The stapler was received with 26 staples left in the cartridge, indicating at least 9 staples were fired by the customer. Upon functional testing, the first staple in the air formed completely. After this, 15 staples were fired into a simulated skin pad. Two staples misfired. The device was disassembled, and the complaint sample anvil and forming tool were placed in a lab inventory sample. Seven staples were fired using this assembly. One staple misfired. After this, the complaint sample forming tool alone was substituted in the lab inventory sample. 11 staples fired properly using this assembly. The complaint sample anvil alone was substituted in the lab inventory sample. 8 staples fired properly. After disassembled the device, it was observed that the complaint sample forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were also discovered on the forming tool. The tecate manufacturing site was consulted regarding the forming tool deformity, and the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was measured to be out of specification. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, several misfires were observed. The device was disassembled, and it was observed that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Dimensional testing was conducted and forming tool tab was measured to be out of specification. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. The tecate manufacturing site was consulted regarding the forming tool deformity, and the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was measured to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".